Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that balloon rupture occurred. The 75% stenosed target lesion was located in the moderately tortuous and mildly calcified superficial femoral artery. A 4.00mm/ 1.5cm/ 140cm small peripheral cutting balloon was selected for use. During procedure, first inflation was at 3atm for 5 seconds and the second inflation was at nominal pressure for minute. However, the balloon ruptured upon third inflation at nominal pressure. The procedure was completed with another of the same device. No patient complications were reported.